Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the battery needs to be changed every day on the insulin pump due to low battery alarms. Customer has to change the battery in the morning and when he gets back from school. Customer has been getting low battery alarms for about a week. Customer does not wear the sensor. Customer did not receive a weak battery alert. Customer had a bad battery alert and does not use the recommended energizer aaa alkaline battery. Customer will be sent a replacement battery cap. Customer had a failed battery test and was advised that if the alarm is not cleared, it will recur with each new battery that is inserted. Caller does not have a new battery to troubleshoot with and does not want to attempt to upload to carelink since internet is not available.